Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, lead helix was damaged after many attempts to position it in heart muscle. Lead was explanted and replaced. Patient's condition was stable.